Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.